Event description:
A cardiac resynchronization therapy defibrillator (crt-d) was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and the actual longevity is less than 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.